Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was 569 mg/dl. Elevated bg was addressed by a manual insulin injection. Customer reverted to an alternate method of insulin therapy.